Event description:
During a laparoscopic sigmoid colectomy the stapler was placed over the bowel and closed, when surgeon attempted to staple, there was no power. It was removed from the bowel, the manual override did not have to be used to remove. There was no harm to the patient, but it did cause a delay in the surgical procedure while a new stapler and load were opened.